Manufacturer narrative:
Tandem¿s t:slim user guide states ¿use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 200 units and the cartridge was reused/refilled. The customer's blood glucose (bg) level was 285 mg/dl and the bg level was addressed with a manual injection.